Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the PICC line had fractures. Resulted in unexpected or prolonged care for one patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the extension leg tubing of the white lumen. The catheter was trimmed just distal to the molded joint. Both lumens of the returned catheter were flushed with a 12 ml syringe of water. Leakage was observed from the split in the extension leg of the white lumen, but no leaks were observed when the red lumen was flushed. A microscopic observation revealed the split in the extension tubing at the distal end of the white luer hub. The fracture surface of the split was observed to be flat but uneven and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the observed damage in the returned sample is unknown. Possible contributing factors include pulling, twisting, and manipulation of the luer connector hub and/or extension leg. This complaint will be recorded for future trending and monitoring purposes.